Event description:
The customer had an intermittent issue with erratic results for multiple assays when tested on an analytical p module, serial number (B)(4). Eighteen patients were involved in the issue. The assays included creatinine kinase, creatinine, c-reactive protein, alanine aminotransferase, aspartate aminotransferase, and potassium. Most of the initial results did not match the patient's previous results and were not reported outside the laboratory. The customer did provide erroneous c-reactive protein results for one patient that was reported outside the laboratory. The initial c-reactive protein result was tested on (B)(6) 2011 and recovered 3.566 mg/dl (accompanied by a data flag). The sample was repeated, using the same analyzer, on (B)(6) 2011 and recovered 7.7 mg/dl. This result was reported outside the laboratory. The sample was repeated again, using the same analyzer, on (B)(6) 2011 and recovered 0.373 mg/dl (accompanied by a data flag). The sample was repeated a final time on (B)(6) 2011, using the same analyzer, and recovered 26.216 mg/dl. A corrected report was sent on (B)(6) 2011 with the 26.2 mg/dl result. The patient was not adversely affected because of erroneous results having been reported. The field service representative determined a clogged water nozzle tube was the cause of the discrepancies and he cleaned the tubing. The field service representative verified analyzer operation and the customer ran calibrations and quality control that were acceptable to the customer.